Manufacturer narrative:
This is follow up no. 1 to report 2020676-2026-00004 based on additional information received from third party service provider. The root cause of the issue was the fio2 knob being secured properly to shaft. When the knob was turned to set position by user, it was not turning the shaft with it so the desired oxygen concentration was not being output. The user assumed the device was not functioning properly. The knob issue was corrected. The device was then tested and found to be functioning according to its specifications per the received service report. Manufacturer reference file no.: (B)(4).

Event description:
Customer reported the sechrist blender does not deliver the desired amount of oxygen. No patient incident was reported.

Manufacturer narrative:
This report is based solely on the customer reported issue. Additional device and event information was requested and has not been received. This device is serviced by a 3rd party and will not be returned to sechrist for evaluation. A DHR review found no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no.: (B)(4).